Event description:
Pt having renal biopsy. The inner needle fired, but the outer sheath failed to fire. MFR representative indicated possibly safety, switch which controls firing, was between green and red settings.